Event description:
It was reported that the patient experienced severe pain in the right leg and foot following a trial procedure. The patient underwent an early lead pull procedure and was doing well postoperatively. The explanted trial leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-50e. Serial: (B)(6). Batch: 7229551.